Event description:
It was reported that during implantation of a bifurcated device and a suprarenal aortic extension, a computed tomography scan revealed blushing coming from what appeared a tear of the aortic extension. Reportedly, a hard piece of calcium had been observed at the location of the alleged tear/blushing. The physician elected to reline the aortic extension with an additional aortic extension. Repeat CT showed the blushing was no longer present. The patient was reported to be doing well post-procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Suboptimal medical documentation and imaging studies were provided and reviewed by a clinical representative with the following impression: there were no dynamic images provided to corroborate the reported endoleak, or its successful treatment. However, there was mention in the medical documentation of the calcifications within the aortic neck as the cause of the tear/blushing. The medical documentation did not include the specific area, or which stent was involved in the frank endoleak /tear/blushing. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The IFU under warnings and precautions states: irregular calcification and/or plaque may compromise graft integrity or the fixation and sealing of the implantation sites.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.